Event description:
Pt was referred to our office by the health center for a possible iritis. At his first visit do found what we assumed to be a contact lens related infiltrate on his left cornea, and treated it as such. Six days later he saw a second od with complaints of increase in pain. At that time, the infiltrate no longer appeared to be bacterial in nature. She was unsure if it was viral or fungal. Pt returned the next day, and the ulcer was now looking as a possible fungal ulcer. We treated pt as a possible herpes or fungal pt, and asked about his contact lens solutions. He reported using renu. We asked him to check and see if his solution was renu with moisture loc - the recalled solution from 5/06 -. We did not believe at this time that he could get a hold of the moisture loc solution, but we asked him to check. He called later that day, and said that he did indeed have the moisture loc formula. We asked him to bring in his contact lens case with his contact lenses and the bottle of renu. We then cultured his lenses and case. We were unable to retrieve any specimen from his cornea. All four cultures - right & left contact lens and right & left sides of the case - came back positive for fusarium.